Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently delivered bolus requests without user interaction. Reportedly, the pump did not display an alarm or malfunction at the time of the event. The customer experienced low blood glucose (lowest of 24 mg/dl); carbohydrates were consumed to treat bg. Review of the pump data logs by tandem technical support verified that all bolus deliveries were completed after the pump screen was unlocked successfully by the user. Additionally, numerous bolus requests were programmed with a grams amount of 120 grams resulting in the maximum bolus delivery of 10 units. The contact understood and acknowledged that the bolus requests had been programmed and delivered by the user. However was unsure if the 120 grams had been programmed unintentionally as a gram value instead of a bg value. No additional information was provided by the customer.